Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure there was no ultrasound. The tip and probe were exchanged with no resolution to the issue. The cassette was exchanged and the system was re-booted and the procedure was continued. Patent impact has not been indicated.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the patient had a "tight pupil". The case was completed using the same system.

Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system met specifications; the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).